Event description:
Additional information was received: it was reported that error analysis with a manufacturer representative was performed. The conclusion was that due to extensive 2d usage the tube went hot and therefore 3d scan was aborted. The customer was informed and tips were provided in order to avoid that in the future.

Manufacturer narrative:
A software investigation was initiated, and it was concluded that this was not a software issue. The issue was due to workflow technique. Log investigation found premature switch release and alerted the user of the issue. Software was functioning as designed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient weight not available from the site. A medtronic representative went to the site to test the equipment. The imaging system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a spinal fusion procedure. It was reported that the site had problems during a 3d scan. They had to abort the 3d scan due to the x-ray tube overheating. There was no delay to the procedure and no impact to the patient's outcome. Additional information received indicated that within the logs it was found that the problem was not the heat but the battery. It was noted that the imaging device aborted the 3d scan and the site decided to end the procedure without a finale 3d scan.